Event description:
It was reported that the printer was not working when it was connected to the programmer but did work with a different programmer. It was requested that the thumb drive port be checked. It was further reported that the radio frequency (rf) programmer head would not interrogate devices. It was changed out but the situation did not resolve. It was indicated that it may be a port problem. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported interrogation issue; rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis could not confirm or reproduce printer problem; was able to print with no problem and no fault found with either usb (universal serial bus) port. Analysis found the left keyboard hinge was broken. (B)(4).